Manufacturer narrative:
The patient was initially supported with an impella cp for three days and experienced complications and is a serious injury. The patient was escalated to an impella 5.5 and supported for approximately 18 days and experienced complications including but not limited to significant bleeding requiring transfusion 5 units. There is not enough evidence to exclude the impella 5.5 as associated factor to the outcome. However, it should be noted the patient presented in critical condition: diaphoretic, anterior/inferior st-segment elevation myocardial infarction with a 100% left main occlusion. The patient was unable to fully recover from the cardiac event. Regarding the automated impella controller (aic), patient expired for reasons unrelated to the aic. There was no interruption in support as the aic does not appear to have been exchanged, or issue impacted the therapy. Aic device remained in service after the controller failure and defective purge cassette encounter. The medical safety officer reviewed the event and noted the same in that impella 5.5 device cannot be dissociated from the demise outcome. And the impella cp and aic is a serious injury and product malfunction type of reportable event respectively. Related medical device reports: this aic device report is one of three devices associated with the event story. Refer to the related manufacturer report number as noted in section h10 for the medical device reports on the impella cp and impella 5.5, which is associated with the demise outcome.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device for mechanical circulatory support (mcs) and would experience complications. Impella cp mcs was provided for a total of three days before being escalated to the impella 5.5 device. The next day after starting support on the impella 5.5 mcs, an air in the purge alarm was triggered and required a cassette change. Three cassettes were used to resolve the issue. An automated impella controller error (aic) occurred as well and was resolved prompting the team to place a backup aic outside the patient¿s room. Support continued with the aic uninterrupted for an additional 18 days. Eventually, the patient was placed in palliative care and comfort care initiated. The patient would ultimately expire.

Manufacturer narrative:
Based on the details at hand, there is not enough information to dissociate the impella 5.5 device from the demise outcome. This report on the automated impella controller is one of three medical device reports associated with the patient's implant experience. Refer to the related manufacturer report numbers as noted in section h10 which includes the report number for the impella 5.5 device). Device status: the automated impella controller device was not received from the customer at the time of this MDR writing; therefore, evaluation/analysis of the aic was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related manufacturer report numbers: this is one of three medical device reports associated with the patient's implant experience. Refer to the related manufacturer report numbers as noted in section h10.

Manufacturer narrative:
The following code was determined to be inaccurate and has been removed: defective purge cassette (a1301).